Event description:
Non-integration reported. It was reported that the implant at tooth site #23 failed to integrate and was removed.

Event description:
Non-integration reported. It was reported that the implant at tooth site #23 failed to integrate and was removed.